Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was stopper creep out or loose closure and sample leakage. This event occurred 9 times. The following information was provided by the initial reporter and translated to english. The customer stated: "practice of this account was not opened tube's lid. Users collected blood by injected syringe through septum of our tubes. When they sent the tubes to laboratory, technicians found blood was leaked a lot the lids of bd edta (cat. 368274) lot no. 2123553 loose and slipped out of the tubes. In this lot, they found 9 tubes that showed this incidence."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter address 1: (B)(6).

Manufacturer narrative:
Investigation summary: mat: 368274. Lot: 2123553 . Bd received 2 photographs from the customer in support of this complaint. An evaluation of the photographs indicated a bag with tubes and the issue of leakage was observed. Additionally, 10 retained samples from the bd inventory, were functionally tested and the issue of leakage or stopper pop off was observed. Bd was able to confirm the customer¿s indicated failure mode with the photographs provided however the issue could not be duplicated with the retention sample testing analysis. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was stopper creep out or loose closure and sample leakage. This event occurred 9 times. The following information was provided by the initial reporter and translated to english. The customer stated: "practice of this account was not opened tube's lid. Users collected blood by injected syringe through septum of our tubes. When they sent the tubes to laboratory, technicians found blood was leaked a lot the lids of bd edta (cat. 368274) lot no. 2123553 loose and slipped out of the tubes. In this lot, they found 9 tubes that showed this incidence."